Manufacturer narrative:
(B)(4). The external visual inspection revealed a dent in the bottom cover prior to receipt. The device passed the photographic imaging inspection. System lock was verified. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the electrical tests performed. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced device migration and electrode extrusion. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device.